Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exposure, capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported rupture, severe capsular contracture, baker grade unknown, concerns about bia-alcl and cancer (not device related), and sbi exposure. This record is for unknown side. Device remains implanted.